Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. The analyst noted that the high battery impedance was leading to elective replacement indicator (eri). The eri was due to high battery impedance that was recorded on (B)(6) 2015, prior to explant. Ramware version 8 was installed on (B)(6) 2011.

Event description:
It was reported that the implantable pulse generator (ipg) reached premature battery depletion. The ipg was reprogrammed and planned to be explanted and replaced. During the explant procedure, the physician was unable to loosen the screw of the ventricular lead due to a worn out screw thread. As a result, the physician broke the port cavity using instruments such as a surgical wrench. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.